Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that for the last two months, she has had to press very firmly to get the keypad buttons to respond. She reported that the pump lost power overnight due to an unconfirmed replace battery alarm while she was asleep. She reported that she replaced the battery but the pump remained without power. She was reportedly able to get power to the pump at a later point but was unable to confirm the verify screen due to unresponsive buttons. The patient reported that the battery cap was properly secured and she confirmed that she had not previously had any power issues.